Manufacturer narrative:
The customer¿s report of ¿false occlusions alarms during a norepinephrine infusion¿ was not confirmed. Physical inspection noted the bezel and rear case appear to have some impact damage. There were no observations of fluid ingress on the bezel or rear case. There was no contamination observed on the electronic or mechanical components. Review of the pcu error log showed no malfunctions or occlusion alarms on the reported event date and time. Analysis of the pcu event log showed pump module (sn: 1(B)(4) was programmed to infuse drug ID 313 (norepinephrine). The infusion ran from 23may2019 at 1:42 pm to 24may2019 at 3:33 am, no occlusion alarms occurred during that time. Two instances of flow stop open alarms did occur where it appeared a set was being loaded into the device, however on the second instance the device was removed from the pcu and not used again. There were also a few occasions where the device was channeled off and sat idle. Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report was not identified.

Event description:
It was reported that anesthesia was experiencing false occlusions alarms during an norepinephrine infusion. The event occurred on the cardiovascular surgical unit, which resulted in a delay in care, and possibly even delayed the case. The cqi data from ikp does not match the event description. The customer states there was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that anesthesia was experiencing false occlusions alarms during an norepinephrine infusion. The event occurred on the cardiovascular surgical unit, which resulted in a delay in care, and possibly even delayed the case. The cqi data from ikp does not match the event description. The customer states there was no patient harm.